Event description:
It was reported that patient death occurred. A left atrial appendage (laa) closure procedure was being performed and a 24mm watchman flx laa closure device and delivery system (wds) was selected to be used. The patient had a recent left temporal lobe stroke, received eliquis treatment for a previous stroke due to paroxysmal atrial fibrillation, and with multiple recurrent strokes despite adequate anticoagulation, was indicated for left atrial appendage closure (laac). During the procedure on (B)(6) 2025, after adequate preparation of the closure device per the instructions for use (IFU), during the advancement of the closure device during delivery, a small number of microbubbles was detected in the left atrium by echocardiography. At the end of the procedure, performed under sedation with transesophageal microprobe monitoring, evidence of a soporific state was detected, for which a cranial computed tomography (CT) angiography was performed, which was negative for acute ischemic or hemorrhagic lesions and showed no evidence of occlusion of the main intracerebral branches. The patient was transferred to the intensive care unit (ICU) for further evaluation, including electroencephalography (eeg) and a repeat brain CT on (B)(6) 2025, which showed the appearance of new, faintly hypodense patches of ischemic origin in the left hemisphere involving the anterior and middle third of the internal frontal gyrus, the orbital gyri, the anterior part of the inferior frontal gyrus, the superior part of the middle gyrus, and the cranial sector of the precentral gyrus bordering the region of the paracentral lobule. There was also an additional area of faint hypodense in the left posterior occipital cortex and subcortex. The adjacent convex sulci were moderately flattened due to ischemic edema. The patient was in guarded condition with a glasgow coma scale (gcs) score of 4. Per good faith effort (gfe) it was confirmed that the patient passed away on (B)(6) 2025 due to cardiac arrest.